Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title is not provided / unknown.

Event description:
It is reported that the implant was removed due to an unknown reason. The site was grafted, and antibiotics were administered. A 60-minute delay in the surgery is reported.

Manufacturer narrative:
This report is being submitted to report additional information. Follow up with the customer confirmed that this event does no longer meet the requirements of an adverse event. Therefore, there will be no further reports submitted for this event. The following sections are being reported: b5 describe event or problem, h2: if follow-up, what type, h10: additional narratives/data.

Event description:
Follow up with the customer confirms that this is a loss of integration event.